Manufacturer narrative:
The insulin pump was received with no button response due to the lcd keypad connector was unlocked. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had an unresponsive button or keypad on the insulin pump. Customer stated that the up arrow button is not responding. Customer's blood glucose was about 400 mg/dl. Customer stated that it has been doing this for 5-6 days now. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.